Event description:
It was reported than an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer changed the infusion set and cartridge and resumed insulin to resolve the issue, and no additional assistance was deemed necessary.